Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. Customer's blood glucose level was 1 mmol/l at the time of incident. Customer's recent blood glucose was 1.5 mmol/l. Customer treated low blood glucose event with glucagon injection. Customer reported insulin pump had a crack at the back chamber. No product will be returned for analysis.